Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system unable to pull any item in the cabinet and shows "no profile items' yellow banner on top which they've never seen before. A technical support found cabinet options has profile mode enabled which is preventing anything from being issued as overrides. Disabled it and restarted cubex application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that a bd pyxis medbank mini was not issuing medications. The nurse was unable to pull any items. There was a yellow banner stating "no profile items." Users were able to issue items successfully last monday 11/04 but have been unable since the syc cabinet was rebooted. They have no pharmacy and not set up for orders coming through for patients through myqlink. There were no adverse events or injuries reported based on this incident.